Event description:
The patient reported difficulty with charging the spinal cord stimulator (scs) battery. Imaging confirmed that the leads are positioned more toward the right side, contributing to inadequate stimulation coverage. As a result, the patient reports suboptimal pain relief. The patient continues to experience chronic low back pain with associated bilateral lower extremity symptoms, including numbness, burning, and tingling. Conservative treatments have been attempted, including gabapentin, massage therapy, over-the-counter medications, and activity modification, with limited benefit. The patient rates current pain severity at 6/10.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 8 months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50. Serial number:(B)(6). Batch/lot number: 7073378. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7073394. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).